Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level ranged from 20-50 mg/dl. Low bg cause was not known. The customer's family and significant other provided assistance and the customer consumed carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Multiple attempts were made to follow up with the customer regarding the alleged hospitalizations due to low bg issues; however, no response from the customer was received.